Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery for a distal radius fracture on (B)(6) 2013, the surgeon inserted variable angle (va) locking screws in the proximal row most styloid holes with a guiding block. The guiding block was removed. The screws were locked with a driver and torque limiter. One screw would not stop spinning. Eventually, this screw penetrated the plate hole. After locking the other screws, the surgeon was able to lock this screw as well. All screws and plate are implanted in the patient. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.